Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse cleaned and adjusted fiber optic cable. The fse also replaced t-valves, part number 758419 to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that the unicel dxc 600 pro synchron system generated erroneous low sodium patient results. Clinical chemistry analyzer. There was no change in patient treatment in association with this event.